Manufacturer narrative:
D4/h4: device serial number lookup yielded no results. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a partially lifted downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned as it was reported that during testing, the downstream occlusion (dso) seal was found to be bubbled and delaminated. The results of the investigation found that the device's downstream occlusion (dso) seal was found to be lifting. There was no patient involvement.